Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a large pneumothorax. The pneumothorax was identified intra-procedurally via fluoroscopy and confirmed by ultrasound. A chest tube was placed to resolve the pneumothorax. There were no hemodynamic changes or respiratory compromise noted. The patient was discharged home the following day. The physician does not believe that an ion product caused or contributed to the pneumothorax. The physician stated that while deploying the fiducial markers, the "catheter was not visible on fluoroscopy." This caused him to overestimate the throw length of the brush which contributed to the pneumothorax. The physician believes that there was no malfunction of the ion system, instruments, or accessories.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a pneumothorax was identified intra-procedurally via fluoroscopy and confirmed by ultrasound. A chest tube was placed to resolve the pneumothorax. The patient was discharged home the following day. Although the physician does not believe that an ion product caused or contributed to the pneumothorax, the cause the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.